Event description:
It was reported that during a da vinci-assisted urologic surgical procedure, the large clip applier did not deploy the clip. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have a broken input disk #6 inside the housing. As a result of the fully broken input, functional testing for motion related issues could not be performed. No other components near the broken inputs were damaged. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. This issue can be resolved by using an alternate instrument to complete the procedure.